Event description:
The customer alleged that the battery was depleting quickly. There was no reported impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.